Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent elevated blood glucose despite a site change and administered multiple manual insulin injections while keeping the ilet connected, and the user and family suspected an infusion occlusion; troubleshooting confirmed insulin flowed through the tubing without alerts or site tenderness, and the user was advised to change to a new, unused site on the outer upper thigh. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention in the form of additional insulin medication. Investigation included communication with the user and family and analysis of information they provided. Investigation of this case revealed no device problem was found, while a usage problem was identified consistent with improper or incorrect procedure or method, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.